Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A certified ophthalmic technician reported loss of suction on a patient's eye during a refractive procedure. Additional information has been requested.

Manufacturer narrative:
The root cause could not be identified conclusively. Without sample and logfile review, the root cause could not be determined conclusively. Most possible root cause could be poor placement of the suction ring and applanation cone onto the patient¿s eye, patient physiology (eye anatomy), patient reaction, etc. (B)(4).